Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient stated they were using two extension lines. This complaint is confirmed because extending the patient line beyond 34 feet may cause an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user not to extend the patient line beyond 34 feet (10.4 meters) for the standard set. Extending the patient line beyond this length impacts priming which can result in air infusion. Air infusion can cause shoulder and/or abdominal pain and may lead to serious injury. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during the initial drain, while the hp was connected. The patient line was not primed properly prior to initiating the therapy. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.